Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Only the used 25 gauze probe manifold was returned, and visually inspected. The gray and black line on the probe, that were not applied with solvent, caused the tubing to detach from the probe engine during pressuring on the console. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is consistent with a manufacturing error than can occur during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks during assembly and after final assembly are utilized to help screen out this type of defect from occurring. After investigation of this complaint no corrective action is required at this time. As described, quality checks are in place during and post-final assembly to mitigate recurrence of this observed issue. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a vitrectomy probe did not cut and aspiration also was not functioning before vitrectomy surgery. Probe was replaced with a new product and surgery was completed. There was no impact to the patient.